Manufacturer narrative:
Investigation underway.

Event description:
It was reported that the cot was not lowering properly and there was a rapid drop. There was no reported pt involvement or adverse consequences.